Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01888. 1. Section e. Box 1. Last name. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly. This damage was likely incidental to the reported complaint and was likely a result of the pusher assembly fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the m1 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, while preparing the smart coil for flushing, the coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.